Event description:
Customer reports of being stuck at fill tubing. Customer states that pressing the act buttons does not resolve issue. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window noted.